Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was not impacted. The customer performed their own system check and the cartridge and infusion set tubing appeared to be functioning. The customer indicated that there had not been any noted issue with the infusion set site. Tandem technical support reviewed the pump data logs and found that the customer had received 2 occlusions within the past month and the pump appears to be functioning.